Event description:
It was reported that balloon ruptured occurred. Contralateral approach was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. Following the insertion of a non-bsc guide wire, a 6.0 x 100, 75cm mustang¿ balloon catheter was used to dilate the target lesion. However, fluoroscopic image confirmed that contrast media has leaked. The device was removed and it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).